Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in completing the reset successfully. The issue did not recur, and the customer was advised to continue using the pump and to reach out if the malfunction happened again.